Event description:
This is filed to report single leaflet device attachment. It was reported that a mitraclip procedure was performed to treat function mitral regurgitation (mr) with grade 3-4, small atrium, and very little height to navigate with the device. A mitraclip ntw was implanted. Post deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that difficulties visualizing the anterior leaflet occurred prior to implant. To stabilize the slda clip and to further reduce the mr, a mitraclip xtw was placed beside the ntw clip. The mr was reduced to grade 1. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to procedural conditions. The reported poor imaging appears to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.